Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that u by kotex sleek regular tampons have pledgets falling apart. Consumer reported symptoms of headache, discharge, and odor. Consumer sought medical attention and was diagnosed with bacterial and yeast infections. The infections resolved by treatment with vaginal gel (B)(6) and diflucan. No follow up appointments scheduled but plans to continue care with her gynecologist and neurologist.